Manufacturer narrative:
The fse replaced the defective safety disk with another safety disk then completed pm service. All safety, functionality, and calibration checks were performed and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. It is expected that the suspected faulty safety disk will be returned to getinge's national repair center for failure analysis. A supplemental report will be submitted when additional information is provided. The initial reporter named in is a getinge employee whose contact details differ from that of the event site. The customer contact provided is as follows: (B)(6), telephone number: (B)(6).

Event description:
It was reported that during preventative maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed the membrane test after a new safety disk was installed. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The safety disk was returned to getinge's national repair center (nrc) for failure investigation. A getinge technician inspected the safety disk per the cardiosave service manual with no visual damage observed. The nrc installed the safety disk into the cardiosave test fixture and tested the safety disk to factory specifications per procedure and the cardiosave service manual. The nrc could not verify the failure of the safety disk failing the membrane leak test. The safety disk passed testing and will be sent to to getinge's production department per procedure. A supplemental report will be submitted when additional information is provided.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9(return to manufacture date), e1(site country), g3, g6, g7, h2, h6 (type of investigation, investigation findings and investigation conclusions), h10, h11. Corrected fields: g2.

Event description:
N/a.